Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) collapsed. It was noted that the device had a spike in pacing impedance and high capture thresholds. The patient experienced several syncopal episodes while in-clinic. Technical services (ts) is to review the reports. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and noted that the right ventricular (rv) lead channel exhibited several instances of a sudden jump of pacing impedance and high capture thresholds. The rv lead is a non-boston scientific product. The pacing impedance was out of range. It was also noted that the amplitudes have been variable. Ts stated the collapse correlates with a high out of range pacing impedance and high capture threshold occurrence. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) collapsed. It was noted that the device had a spike in pacing impedance and high capture thresholds. The patient experienced several syncopal episodes while in-clinic. Technical services (ts) is to review the reports. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and noted that the right ventricular (rv) lead channel exhibited several instances of a sudden jump of pacing impedance and high capture thresholds. The rv lead is a non-boston scientific product. The pacing impedance was out of range. It was also noted that the amplitudes have been variable. Ts stated the collapse correlates with a high out of range pacing impedance and high capture threshold occurrence. The device remains in use. No adverse patient effects were reported.